Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had one fractured lead and one lead with high impedances. Surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted to address the issue.